Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead was unable to be implanted. The physician expressed the lead was difficult to place in the correct position. The lead was removed and replaced. There were no patient consequences.